Event description:
It was reported to boston scientific that during the hydrothermal ablation (hta) procedure, while using the hydrothermablator procedure set, the machine had a fluid loss alarm approximately 6 - 7 minutes into the ablation. The physician looked at the cervix (the vagina was not packed with 4 by 4 sponges) and did not see any leaks. The physician started the machine over and immediately got another fluid loss alarm. The physician could not report the rate of loss for either alarm. Upon the alarm going off the physician observed that fluid was leaking and burned the patient between the vagina and the anus/perineum. The case was aborted at this time, and the patient was treated with sylvadene cream and percocet for pain control. The physician believes the burn is second degree, the size of the burn was not reported. The patient saw a gynecologist to see if grafting was needed, who then referred her to a burn clinic.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates were unk. The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.